Event description:
Device report from synthes (B)(6) reports an event in (B)(6) as follows: on an unknown date, a patient underwent a 3-level (c4-7) anterior cervical decompression fusion (acdf) procedure using vectra and anterior cervical fusion (acf) spacers. During a follow-up examination, an x-ray revealed pseudoarthrosis and that one of the inferior vectra screws appeared to have backed out. The patient underwent revision surgery on (B)(6) 2013 and the vectra t-plate and eight variable angle self-tapping 4.0mm screws were removed. A vectra t-plate and four variable angle screws were installed. During the revision surgery, the surgeon noticed that a screw had been implanted into a void space and had no bone purchase. The surgeon also reported that the end plates had eroded away. This is report 4 of 9 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Subject device has been received and is currently in the evaluation process. Placeholder.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Without a lot number, the device history records review could not be completed. The investigation could not completed; no conclusion could be drawn, as no product was received.

Manufacturer narrative:
Additional narrative: this device used for treatment and not diagnosis. The devices were reviewed by product development, evaluation as follows: the vectra plate and screws are devices used to assist in anterior cervical fusion. These implants are found in the vectra, vectra-t, and vectra-one technique guide ((B)(4)). Although, only one of the screws had backed out, the plate and all of the screws were returned. The complaint specifically states that the surgeon noticed that the complained screw was not threaded into bone with good purchase, but was implanted into void space. The retaining clips in the plate are all damaged, but this may have occurred during the removal process. The chu engineer reviewed drawings (b)(4. All materials and specifications are adequate for the devices intended use. Based on u.s. Sales of vectra screws from 4/2005 to 9/2013, the occurrence rate of screws backing out is approximately (B)(4). The design risk assessment was reviewed and is adequate for the intended use. The screw appears to have backed out due to initial implantation in a void space.

Manufacturer narrative:
As received condition: device was in a used condition, different discolorations and scratches were noted. Conclusion: the relevant features were inspected and no deviation was found. No manufacturing related fault could be detected.